Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/09/2014 with the following results:a visual inspection of the pump showed that the battery cap and battery compartment threads were damaged. The cap was unable to be removed from the pump during testing. The battery cap dimensions were found to be within specifications.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).